Event description:
The following was reported to davol by the patient's attorney: (B)(6), 2005 - the patient was implanted with a bard/davol "mesh flat sheet" during an unknown pelvic procedure. The attorney's report alleges pain, injury, "pain and suffering", disability, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.